Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. During the deployment of the clip, upon exposing the groove of the clip the clip was visualized to open to approximately 110 degrees. This lead to a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. An additional mitraclip was implanted to stabilize the slda clip and further reduce mr. The procedure was discontinued, the final mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.